Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #(B)(4): part # 6550017 lot # kh20m280 visual and optical inspection confirmed the end of the tab extender that interfaces with the break off screw has been bent. This type of damage is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having plif for an ind ication of lcs. It was reported that when the tab breaker was used, the tab was bent because it was broken without fully inserting it to the end. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
A: select patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.